Event description:
The facilities maintenance indicated the bed did not have any power.

Manufacturer narrative:
The facilities maintenance did not return hill-rom's attempts to determine the resolution of the alleged malfunction.